Event description:
It was reported the device was entrapped inside a non-bsc catheter. The 99% stenosed, severely calcified and moderately tortuous target lesion located in the superficial femoral artery (sfa) to treated lower extremity arterial disease (lead). A jetstream xc catheter was selected for an endovascular thrombectomy (evt) procedure. During the procedure the filterwire became stuck to a non-bsc device. The devices had to be removed together. The original devices were used to complete the procedure. No patient complications were reported.